Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and was able to verify the reported issue. The device can not be repaired and was returned without repair, per the customer¿s request.

Event description:
The customer contacted physio-control to report that their device was unable to power on/off and would no longer respond to any command. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported issue.